Event description:
It was reported by that the patient with the implantable cardiac defibrillator (ICD) died two months post implant. The physician reported the patient arrived at the emergency room in a hypoxic state and was pronounced brain dead. The patient's cause of death was reported as ventricular fibrillation arrest. There is an allegation by the physician that the device was oversensing, had ineffective pacing, and provided inappropriate therapy.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. In addition to analysis we did receive performance data collected from the device and have analyzed the data. There was a lead integrity alert triggered for one patient alert for lead failure predictor on (B)(6) 2012 17:02:25. Oversensing was noted. There were five high rate non-sustained less than or equal to 217 ms . The average ventricle-cycle between (B)(6) 2012 12:47:41 and (B)(6) 2012 22:53:28. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.